Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not deliver the correct amount of insulin during a bolus attempt. The customer's blood glucose reading was 414 mg/dl at the time of incident. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction as it appeared that the pump was operating as designed. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to perform the test and further troubleshoot.